Event description:
A malfunction code was reported, but no notable events occurred prior to it. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided pump reset information and assisted in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues reoccurred.